Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and the lens was observed stuck in the cartridge and a large dent was observed in the cartridge tube section. No crack defect, as reported was observed. Residue of viscoelastic lubricant were observed inside the cartridge tip/tube, loading zone, and at the wings sections. No crack at the tip was detected. Stress marks observed in the cartridge tube are typically caused and/or may well appear by the passing of the iol through the cartridge. Based on the visual inspection performed and the provided photos, the reported claim of cartridge crack was not confirmed. Since lot number of the cartridge was not known, no manufacturing record review was performed. The search for the historical same or similar issues could not be performed. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cartridge, model pscst30, broke while loading a lens. There was no patient contact. No further information was provided.